Manufacturer narrative:
Pt info: unk. Date of event: unk. Claim# (B)(4).

Event description:
The reporter indicated that the a patient experienced mild dry symptoms in the right eye (od) after icl implantation. Reportedly began xiidra at last visit. Happy with vision.